Event description:
Philips received a complaint by the biomed customer on the bi-pap focus indicating that the device alarmed over pressure condition. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer stated the unit alarmed over pressure condition on screen during use but unknown if the unit was in patient use or being setup in respiratory, no patient harm was reported. The customer requested tech support to evaluate unit and will follow up with respiratory therapist (rt) contact for further info regarding usage and error displayed. The rse assisted the customer in accessing event log and noted error 41 for over pressure condition alarm and recommended performing pm testing to evaluate unit and advised that unit is end of life (eol) and no parts are available through philips, provided eol customer letter and customer acknowledged and will continue testing. This investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 02jul2025, 15jul2025, and 04aug2025 to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.